Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device only helps a very little bit in his low back since (B)(6) of 2016. The consumer reported that it was already reprogrammed once but still does not work. It was reported that it does not help or stop the pain. No steps were taken to resolve the issue with their stimulator only helping a little.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.